Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material the catheters broke. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: 2 catheters break during use check.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material the catheters broke. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: -2 catheters break during use check.